Event description:
Clinical study: it was reported that 497 days following a coronary drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi) and expired. Target lesion 1 was a 2.8mm, 65% stenosed, 9mm long, moderately calcified, moderately tortuous lesion located in the proximal circumflex (prox cx). The physician treated the lesion with predilatation. A 2.75 x12mm taxus express2 study stent would not cross the lesion. Residual stenosis was 20%. Target lesion 2 was a 2.8mm, 98% stenosed, moderately tortuous, 9mm long portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and placement of a 2.75 x 12mm taxus express2 study stent due to in-stent restenosis. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. Four hundred seventy seven days after the initial procedure, the pt experienced a q-wave mi. Physician noted that the relationship to taxus stent was unknown and relationship to target vessel unknown. The pt expired 497 days after the initial procedure with the cause of death as congestive heart failure. The date of the event leading to the pt's death started 477 days after the index procedure. It was unknown if target vessel was involved. No autopsy was performed.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.